Event description:
It was reported that an alert/notification settings issue occurred. According to the reporter, on (B)(6) 2025, the patient experienced severe hypoglycemia. The cgm was "low", but there was no alert output on the device. The patient reported they did not receive an urgent low soon alert nor an urgent low alert. Although the patient was conscious, they were unable to recall any details. The patient¿s mother called emergency medical services. The healthcare providers arrived and checked the patient¿s blood glucose values and confirmed the patient was experiencing a hypoglycemic event. The patient¿s blood glucose was 30 mg/dl while the cgm was low (less than 40 mg/dl). They administered glucose IV. At the time of the report the patient felt good but scared. There was no documentation of further medical evaluation or intervention. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and her low alert was set to 70 mg/dl. Her high alert was set to 180 mg/dl. The urgent low alert is fixed at 55 mg/dl. The urgent low soon alert will notify patients when their estimated glucose values will reach 55 mg/dl within 20 minutes. At 1:53 am on (B)(6) 2025, the patient's app delivered a visual urgent low soon alert with an estimated glucose value of 68 mg/dl. At 1:58 am, the patient's egvs dropped below the urgent low alert threshold and the app delivered a visual urgent low alert with an estimated glucose value of 46 mg/dl. At 2:03 am, the app delivered a second urgent low alert, this time at half volume, with an egv of low (less than 40 mg/dl). At 2:08 am, the app delivered a third urgent low alert, this time at full volume, again with an egv of low. The app continued to deliver urgent low alerts at full volume every five minutes until the alert was finally acknowledged at 3:35 am. The patient then entered a period of sensor error beginning at 3:38 am and the app delivered a visual no readings alert at 3:53 am which was acknowledged immediately. The sensor error resolved at 3:58 am, at which point the patient's egvs had risen to 236 mg/dl and the app delivered a visual high alert; this alert was acknowledged immediately. Data investigation shows the system performed as intended and delivered all intended audible and visual alerts on the alleged date of incident on (B)(6) 2025. In addition, no similar issues which could have prevented glucose alerts from triggering were found relative to the reported incident. Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s smart device was delivered and perceived by the user at an audible amplitude on the date of issue. The complaint of alert/notification settings issue is undetermined, and the root cause of the alleged event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.